Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving saline (pfns, pbs) (unk ml/ml at unk ml/day) and heparin (unk units/ml at unk units/day) via an implantable pump for unknown indications for use. It was reported that the pump was refilled yesterday and then this morning it beeped. When they interrogated the pump, there were no alerts, but the active alarm button shows on the home screen. The healthcare provider (hcp) was unsure if pump had reached low or empty reservoir status prior to the refill. The agent reviewed information on concurrent alarms and instructed caller on how to silence the current alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.